Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported stimulation in their rib area. Reprogramming was completed and x-ray imaging was performed. Lead migration was confirmed. A lead revision was completed to resolve the reported event. The patient is receiving adequate therapy.

Manufacturer narrative:
The lead was discarded. Without the return of the device, it is not possible to reach a definitive root cause for the reported migration and unintended stimulation. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and "undesirable changes in stimulation sensation and/or location". The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. Second lead: evoke 12c percutaneous implant lead kit - 60cm. Lot# - 9016441261. Catalog# - 3008. Manufacturer date - 11/3/2023. Expiration date - 11/2/2025. UDI/gtin# - (B)(4).